Event description:
It was reported that an error code occurred during a case. The handpiece was replaced and error code occurred again. The case was completed with clips and clamps. No pt consequence.